Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the pump of the sorin s5 system had a flow issue during procedure. The user could not get the flow to rise, regardless of the rpm setting. The erc assignment was removed from the pump and the flow returned to normal. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump of the sorin s5 system had a flow issue during procedure. The user could not get the flow to rise, regardless of the rpm setting. The erc assignment was removed from the pump and the flow returned to normal. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the field service representative the system was ran and checked at different flows and was not able to create the same issues that were reported. The cp5 firmware was downgraded to the previous rev (200) and kept the rest of the s5 system at the current firmware rev. 216. The system was checked per the service manual and the system is working properly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.